Event description:
Manufacturer received report from end-user on 2/19/2009 and the following information. "During a partial glossectomy a superficial burn was noted just right of midline of the pt's lower lip and corresponding to the edge of the bovie extender. Extender was immediately removed. The inside oim of the extender, about 1/4 inch in, was noted to have what appeared to be crack in the sheeth. Char marks on exterior of extender and outer plastic coating appears melted."

Manufacturer narrative:
This device was manufactured in october of 2002, over six years ago and we no longer sell this model. The warranty on this device expired long ago. When the end-user was contacted on 2/19/2009 the device was requested for an evaluation and they agreed to return the device. No follow-up treatment was needed or given. The device has not been returned.